Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the jaws of the sureform stapler 60 failed to open and only fired half way. The stapler core remained inside the patient but was all retrieved. The customer used a backup stapler to continue. The procedure was completed with no reported injury. Multiple follow-up attempts to obtain additional information were performed. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler 60 involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have a firing failure(s) based on log review but was not replicated during in-house testing. The stapler was placed on the in-house system but failed to initialize. As a result, the instrument could not be tested for functionalities at this time. The log revealed 1 partial fire occurred on a blue reload at 37.6% during the first firing. There were a total of 5 complete clamps. The root cause was not determinable. Failure analysis found the secondary failure of I-beam sleeve damage to be related to the customer reported complaint. The I-beam was manually driven out for inspection and the instrument was found to have sleeve damage. The sleeve damage prevented the I-beam assembly to be fully extended, likely causing the firing failure. During multiple attempts to retract the I-beam, the sleeve was jammed and was further damaged in-house. The sleeve stuck out of the jaws and could not be completely retracted. The root cause of sleeve damage is not established. An additional observation not reported by the site was also observed. The instrument was found to have initialization failures based on in-house testing. The stapler was placed on the in-house system and failed to initialize at 30% completion. As a result of this failure, the stapler could not be tested for functionalities. The root cause is not determinable/applicable. The instrument has been transferred to engineering for further analysis. A review of the device logs for the sureform 60 stapler (part# 480460-09 / lot/serial# t90211109-0006) associated with this event has been performed. Per this review of the logs, the sureform 60 stapler was last used on (B)(6) 2022 via system serial# (B)(4). There were 2 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the stapler log for the sureform 60 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the instrument was fired two times, first time erroring out stating ¿tissue too thick¿, during firing with a blue reload, and the second time it was clamped and fired successfully with a green reload. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the sureform stapler core fell inside the patient. The item was retrieved and the procedure completed as planned. At this time, it is unknown what caused the item to fall inside the patient.

Manufacturer narrative:
The instrument was further evaluated by advanced failure analysis team. The instrument was disassembled in-house and noticed that the severe I-beam sleeve damage caused the firing failure. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon was able to retrieve the fragments using a da vinci instrument. No additional surgical procedure required to remove the fragment. An x-ray test was performed to check for remaining fragments. The instrument was inspected prior to use and no damage was found. The stapler did work before the second fire. A "tissue is too thick to continue" message was displayed when the issue occurred. There were malformed staples. The surgeon was stapling esophagus tissue. The surgeon resolved the issue by pressing on the clamp pedal. No photographic images of the device(s) or a video recording of the procedure available for isi review.